Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use. The system was used for coronary diagnostic procedure when the issue occurred. The procedure was aborted and the procedure got completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that xray was not possible. The review of log files shows, x-ray generator and geo ipc startup issues. Upon functional testing, the fse found there was issue with cooling unit of generator. To resolve this issue, the philips engineer replaced cooling unit of xray tube. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that it was not possible to make x-rays.no harm to the patient has been reported to philips.